Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd unknown diffusics IV leaked it was reported by customer that diffusex IV came apart and blood was found to be leaking from the IV onto the bed. Cannula was intact on removal. Dressing applied. Parts of IV are double bagged for assessment. Verbatim: complaint received via email(s) attached. ¿the diffusex IV came apart and blood was found to be leaking from the IV onto the bed. Cannula was intact on removal. Dressing applied. Parts of IV are double bagged for assessment. ¿ 1. Are you able to provide the date of event in format dd-mmm-yyyy? 08/01/2024 2. Are you able to provide the batch/lot number? Unknown 3. Was issue being described noted before, or during used? During 4. Was there any patient involvement? Yes 5. Any adverse events or serious injury reported to patient or healthcare professional? No 6. What was the patient outcome? New IV needed to be placed 7. Was there any delay of, or change in, the course of treatment due to this event? Yes, additional intervention required by starting new IV 8. What procedure was being performed? Administration of IV fluids 9. What medication was used in the procedure? Unknown 10. Was there any medical intervention due to this event? 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Yes sco at legacy salmon creek attn: (B)(4) additional comment: our sco leader at mount hood said this is similar to the defect they had experienced recently and it would be worth looking into a correlation.